Event description:
On or about (B)(6) 2014, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On or about (B)(6) 2014, a persistent endoleak of unknown origin was detected, along with aneurysmal sac expansion. After further examination the endoleak appears to be a type 1a. The patient will require a reintervention with a fenestrated super renal graft. As lot/serial number is unknown, a review of the manufacturing records could not be performed.

Manufacturer narrative:
.